Event description:
The reporter contacted animas on (B)(6) 2012 stating all the keypad button symbols were worn off and the up arrow keypad button had a delayed response. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump attached to a belt in a protective case and cleaned it with a damp cloth. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
(B)(4): the keypad was found to be peeling at the up arrow and the audio bolus button was detached. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing the contrast button was found to be intermittently unresponsive, which has no effect on insulin delivery; all other buttons responded appropriately. During investigation, evidence of contamination was found under the up, down, and contrast key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.